Event description:
Caller reported that a malfunction occurred on pump, displaying malfunction code malf 0. There was no adverse impact to customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.